Event description:
Boston scientific received information that during a device change out procedure this implantable defibrillation lead had dislodged. The lead was successfully repositioned during the procedure. Approximately, a week later this lead exhibited loss of capture and was found to have dislodged. An invasive procedure was performed. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. Microscopic inspections of the electrode tip and helix found no anomalies which would lead to dislodgement.